Event description:
Event description cpi received this atrial bipolar lead (4271) back for analysis, no allegation. The patient needed a single chamber device. This is being entered due to cpi's lab analysis, there was insulation abrasion.